Event description:
Three subsequent target coils were in the patient, unable to deploy. Two were noted to not be able to deploy during the preparation of the coil. The md proceeded with another coil of a bigger size. There were no complications.